Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the insulin pump had blank display and screen was flashing. The customer's blood glucose level was 86 mg/dl. The customer was assisted with troubleshoot. Customer reported that they cannot read anything on the insulin pump because of screen flashing white. Customer was calling back with blank display after receiving new battery cap. Customer reports insulin pump screen flashing when screen was turned on after being in sleep mode. The device will not be returned for analysis.